Manufacturer narrative:
(B)(4) h6 : mechanical (g04) - drill. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.